Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On june 5, 2016 the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the alleged issue began on (B)(6) 2016 at 12:43am when he obtained a blood glucose result of 485mg/dl using the subject device which he felt was elevated compared to his feelings and/or usual results. In a related complaint (same test strip lot # 3923616) the patient alleged that the meter was reading inaccurate erratically, when he allegedly obtained readings of 485 and 380mg/dl using the subject device, within 20 minutes of each other. Based on statistical methodology, the difference between these results exceeds lifescan's criteria for precision. The patient manages his diabetes using insulin (self-adjuster) and reportedly increased his dose of novolin-n insulin by an additional 8-10 units on (B)(6) at 12:43am in response to the reported issue. The patient claimed experiencing symptoms of shaky and sweaty approximately 3 weeks after the alleged issue began and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr confirmed that the meter was set to the correct unit of measure, the test strips had been stored correctly and within expiry, an approved sample site was being used and the patient¿s testing technique was correct. The csr walked the patient through a control solution test and the result fell within the expected range. Replacement products have been sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, took action based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.